Event description:
It was reported that during an unknown procedure, the staples were malformed after the second firing. The third reload was changed and still have the issue. The surgeon used manual firing release lever to open the jaw and found that the knife was curved. The surgeon changed to a tsg45 to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one device was returned with the anvil bent upwards and with two ecr60g cartridge reloads present. Cartridge (b) was received partially fired 2/3. Cartridge (c) was received partially fired 1/3. The condition of reloads is consistent with an incomplete or interrupted cycle. The device was tested for functionality with the returned cartridge reloads and achieved its complete 3-stroke firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.